Event description:
It was reported that during coronary angioplasty, the distal part of the balance guide wire separated during the procedure. It could not be confirmed whether the separated portion remains in the patient. A significant delay of the procedure was reported with prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted contrast on the coils and no blood visible. It is possible that the guide wire was wiped down prior to shipment to abbott vascular for evaluation. Analysis confirmed the reported guide wire separation as the core and shaping ribbon were separated, 1 mm distal to the center solder. The tip coils separated at the center solder. The separated portion was not returned. There were offset and overlapping intermediate coils, 3 mm proximal to the center solder for a length of 5.2 mm. There was a bend in the core, 24 cm distal to the proximal end of the core. The noted separated tip coils, offset and overlapping intermediate coils and bend in the core are likely the result of the guide wire separation as no damage was reported during inspection prior to use. Scanning electron microscopy (sem) analysis of the guide wire suggests that the shaping ribbon separation may be attributed to fatigue rupture. Beyond the elliptically shaped fatigue regions, the ribbon exhibited dimples, indicating ductile overload. Analysis also suggests that the core separation may be attributed predominantly to ductile overload. The core failure origin area was masked by rubbing and the failure mode at the initiation site could not be discerned. Additionally, the tip coil separation may be attributed to torsional overlaod. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, although there was no reported resistance, it is possible that the guide wire got trapped within the lesion anatomy and contributed to the reported separation. It is also possible that the separated guide wire remained in the patients anatomy, although this could not be confirmed. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record was reviewed and there were no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. The reported guide wire separation appears to be related to operational context of the procedure and there is no indication of a product quality deficiency.